Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation date of explantation: december 09, 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient had mammogram imaging performed which was suspected to have caused some physical trauma. During an in-office visit with a medical professional, she was diagnosed with a deflated right breast implant. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On december 22, 2022, the mentor analysis lab received the suspect medical device for evaluation. On december 28, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).